Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The patient stated that there was complete loss of power after showering with pump. The patient denied damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: a review of the pump history showed two low battery warnings and one replace battery alarm within 45 minutes of each other. The battery compartment was found to have multiple cracks. There was evidence of corrosion observed in the battery compartment. The battery cap was not returned with the pump; a test cap was used to complete investigation. The test cap was able to be fully tighten to the pump. During testing, the pump failed a leak test due to the battery compartment crack. The pump case was removed and no moisture was discovered on any components or the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.